Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the non sustained lead noise due to myopotentials and far field p wave oversensing was observed. Reprogramming changes were recommended. No further information is available.